Manufacturer narrative:
Medwatch field d4 expiration date was updated. The customer was using k2 edta plasma samples and was not recentrifuging the samples prior to testing. Per product labeling for the assay: re-centrifuge k2/k3-edta plasma samples in a secondary tube for 5 minutes at 3000 x g or 30 seconds at 10000 x g prior to measurement. Images of the sample revealed the presence of particles/debris at the upper plasma surface. Correct pre-analytic sample handling is within the customer's responsibility. A general reagent or analyzer problem was excluded because the qc prior to the event was within ranges. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit. The initial result was 86.9 pg/ml, and the repeat result was 9.28 pg/ml. Later, the sample was repeated five times with results of 9.8 pg/ml, 9.70 pg/ml, 9.43 pg/ml, 9.83 pg/ml, and 9.85 pg/ml. The questionable result was not reported outside of the laboratory.